Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported it's not working, they didn't cut off the stimulator and noticed the stimulation was not on. The issue began today. Patient will call back with their equipment to further troubleshoot to attempt to connect to their therapy settings. Agent had difficulty clarifying certain details and agent did their best to accurately document information given. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with stinging under their skin. Patient stated they were speaking to their healthcare provider yesterday and the healthcare provider said it was from the results from the stimulator. Patient also stated they thought it had something to do with the nerve damage. When asked for event date, patient mentioned the issue began awhile ago. The patient was redirected to their health care provider to further address the issue. Patient called back repeating how they are needing to cut the stimulation off as they are experiencing a shocking sensation. Agent redirected patient to healthcare provider to have rep turn stimulator off.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have been feeling electrical shocks in their right foot. Patient said the left foot is not as bad as. Patient also said they are feeling like a motor in their feet but it is an electrical shock going to it too. The right foot is worse than the left. The issue has been going on for a while. Agent could not clarify an event date. Patient thought it was neuropathy. Patient had some falls about a couple months ago but the device was never looked at. Pt stated during the call that she had lost her equipment and did get it back and now showing the device is depleted. Agent stated to get the controller and see what the code shows and pt states she is seeing message 302. Agent reviewed code. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.